Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube o-ring. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there was a long crack on the length of the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.